Event description:
A customer called to report a communication error after 1 day of pod wear. He also states that hi blood glucose levels were running high (402 mg/dl). He stated that it appeared that the last communication was the previous day. The pod alarmed with a communication error, and he removed the pod.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.